Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. An aortic dissection is a tear in the inner lining of the aorta. As a result, blood flows through this newly created false channel, which raises a flap that can occlude blood flow in the true lumen. There are small dissections that can occur that do not require intervention, others can result in hemodynamic instability and/or death. Descending aortic dissection can be related to wire insertion techniques and device manipulation. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe use of the devices, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torqueing of the flex catheter may be helpful in solving the problem. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause of the descending aortic dissection cannot be determined based on the information provided by the authors. It is possible that the event was related to the procedural factors mentioned above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions /conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Through the review of the medical article: "immediate aortic dissection after transcatheter aortic valve replacement: a case report and review of the literature", corresponding author pongprueth rujirachun, the following event was identified: a (B)(6) year-old-man underwent transcatheter aortic valve replacement because of symptomatic severe aortic stenosis. A 23 mm sapien 3 valve was implanted. After implantation, routine surveillance tee showed a hypoechoic lesion around the descending aorta, for which acute aortic dissection of the mid descending aorta was suspected. The heart team immediately did thoracic endovascular aortic repair and the wound was closed. As per medical opinion, type b dissection was caused by safari wire. Seven days after the operation, the patient's clinical symptoms were improved. The patient was referred to another hospital and passed away one year after the procedure due to sepsis.

Manufacturer narrative:
Supplemental report submitted to correct the device information.